Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow drive "can not be zero calibrated" and displays the error message "head error". The affected rotaflow drive (serial (B)(6) ) was sent back to manufacturer for repair. It was received on 2021-06-15 and during investigation by the service department on 2021-06-24 the reported failure can not be zero calibrated" and "head error could be confirmed. Thus the drive was sent to the supplier (B)(4) on 2021-07-16. On 2021-08-26, (B)(4) was able to reproduce the reported failure and the root cause was determined as misuse and aging of the rotaflow drive. The product in question was produced in 2006-11-01. The review of the non-conformities has been performed on 2021-09-02 the period of 2006-11-01 to 2021-04-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. Based on these investigation results the reported failure could be confirmed. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. The part has been requested for return, but has not yet been received.

Event description:
It was reported that the zero flow calibration failed. And the error message ¿head error¿ is displayed. Complaint ID: (B)(4).